Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was not working, preventing manual ventilation. There was no report of patient involvement.

Manufacturer narrative:
The initial MDR was reported in error. This complaint is for an airway pressure gauge and would not have prevented manual ventilation. Reported complaint will be noted during preuse testing, as contained in the user manual. Airway pressure is measured from two sources, the analog gauge on the absorber panel and on the sib board through the inspiratory flow sensor. They will have a paw waveform and measurement displayed on the vent screen and all paw alarms are generated based on the sib measurement. This failure was not reportable. The initial MDR was reported in error. This complaint is for an airway pressure gauge and would not have prevented manual ventilation. Reported complaint will be noted during preuse testing, as contained in the user manual. Airway pressure is measured from two sources, the analog gauge on the absorber panel and on the sib board through the inspiratory flow sensor. They will have a paw waveform and measurement displayed on the vent screen and all paw alarms are generated based on the sib measurement. This failure was not reportable.